Manufacturer narrative:
(B)(4). Other = batch number. Damaged firing trigger teeth. Eval summary: the analysis results found that the device was received with the anvil in the closed position and with a cartridge loaded in the device. The cartridge was received fully loaded with staples and with no damage to the spring cartridge lockout. The device was noted to have the clamping mechanisms damaged, no functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke teeth were found broken. The returned cartridge was loaded into a test device and it fired, cut and formed all the staples as intended. Although no conclusion could be reached as to how the yoke teeth became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. In addition, it should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the required specifications. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lap robotic prostatectomy procedure, the device was closed, but would not lock and a snap was heard as if something internal broke. Another device was used to complete the procedure. There was no pt consequence.